Event description:
It was reported by customer that a 4french PICC line introducer had a plastic burr on the end and not allowing them to thread it into patient. They needed to drop a whole new introducer for the patient. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed but the exact cause remains unknown. One 4.5 fr microez microintroducer was returned for evaluation. Blood residue and evidence of use was noted on the device. The sheath and tabs were not split. The distal end of the dilator contained a bend and deformation was noted at the distal end of the grey sheath. Microscopic inspection of the damaged sheath region revealed multiple inwardly bunched sections. Evidence of a formed sheath tip taper was observed. Based on the condition of the returned sample, possible contributing factors include advancement against resistance, steep insertion angle, and inadequate skin nick. Since deformation and evidence of difficult insertion was observed, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that a 4french PICC line introducer had a plastic burr on the end and not allowing them to thread it into patient. They needed to drop a whole new introducer for the patient. No other information provided.